Manufacturer narrative:
Additional information about blood glucose value has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicate that the insulin pump had consistently no delivery alarm. Customer reported that they were not getting insulin from the tubing. Customer did change the set for several time. Customer stated that the no cannula bent or kinked noted from tubing. Customer stated that they tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.